Event description:
It was reported that the device powers on and off by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power pcb; however was unable to verify or duplicate the reported failure. A conclusive cause of the reported problem could not be determined.